Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to the devices not being able to mate after multiple uses.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, a sales representative reported via (B)(4) that an ar-8330h shaver handpiece experienced an issue with the shaver tip not staying in the shaver/ not mating. This was discovered during a case with no patient affected.